Manufacturer narrative:
Two devices were returned to olympus med sys corp (omsc) for the investigation. These lots were k2y01. The clips were missing from the end of the devices. The investigation also confirmed that there were no abnormities such as deformations at the insertion portions and the sliders were moved smoothly. Thus, omsc considers that the doctor pulled the slider too much and the clip closed after it opened fully. This caused the doctor to think the clips didn't open or closed quickly. Please cross ref: 8010047-2013-00747.

Event description:
Olympus med sys corp. (Omsc) was informed that the clip did not open when the doctor extended it from the tube sheath. He attempted to use next one and the clip closed immediately. He also tried further one outside the endoscope and the same event occurred. The pt released on same day and there was no report of pt injury.